Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2023-08374. Manufacturer¿s investigation conclusion: the reported event of old system monitor events being absent from the alarm screen was not confirmed. The heartmate system monitor was not returned for analysis. Additionally, there were no photos, log files, or any other supporting documents submitted that would confirm the reported event. Provided information stated that the serial number of the system monitor is unknown as it has been retired from use, and the system monitor will not be returning. The root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains the driveline power fault, driveline communication fault (driveline comm fault), communication fault (comm fault), backup battery fault, and replace controller fault are examples of non-transient alarms that require specific user action to resolve the alarm condition. These alarms remain on the user interface screen until the alarm condition is resolved or permanently disabled by a clinician, and therefore do not appear in alarm history. In addition, a power cable disconnected advisory (that lasts less than 30 seconds) and pulsatility index (pi) events are examples of routine events that might interfere with access to more critical information. For this reason, these events also do not appear in alarm history. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent. Reviewed and found complete. The serial number of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during an interrogation via an old system monitor, events that were previously visible were absent and at their respective time stamps normal rpm, flow, power, etc. Were being reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.